Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe luer slip had a defective plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the defect is related to failure at stopper assembly station. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd syringe luer slip had a defective plunger rod. No serious injury or medical intervention was reported.